Event description:
It was reported that a lead integrity alert, oversensing was observed on the right ventricular lead during sepsis induced coagulopathy (sic) and hormone-resistant nephrotic syndrome (hrns). Related medwatch report mw5119404.